Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and the patient experienced of not feeling well, out of breath, could not walk back and forth to the kitchen. The physician opted to remove the lead and replaced. Additional information was received that the field representative could not verify if the lead dislodgement causing the patient¿s reported symptoms. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead could not be located and retrieved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.